Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were getting no delivery alarms on their insulin pump. The customer stated they had a high blood glucose level of 492 mg/dl and was treating with the insulin pump but they kept receiving no delivery alarms. They treated with a manual shot. Troubleshooting was performed on the insulin pump. They performed a 5.0 unit fixed prime and insulin exited. The infusion set¿s cannula was not bent. They were advised that the infusion set may be occluded. They were advised to change the entire infusion set. The insulin pump will not be returned for analysis.